Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 419478 lv lead implanted 2011 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. It was also reported that the patient had concerns about medical expenses and called with questions about reimbursement since the device was 3 days out of warranty. The device was later explanted and replaced. No patient complications have been reported as a result of this event.